Event description:
Battery life issues were reported, with the device draining more than 40% daily. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.